Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd the following information was provided by the initial reporter: registered nurse (rn) starting IV on patient. Needle did not retract after pressing button on device, and rn unable to advance the plastic catheter. IV had to be inserted in a different location. Other serious or important medical events.

Event description:
No additional information.

Manufacturer narrative:
Patient codes updated. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4101328 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.